Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was using the enlite sensor and some of the sensors were expired. Customer was advised not to sue them. Customer stated that when he connects the sensor to his transmitter, it is not linking up. Customer's blood glucose was 140 mg/dl at the time of the incident. Customer reported that the transmitter does not blink when connected to the sensor. Customer was advised to discontinue use of expired sensors and replace the sensor. Customer was advised that a replacement sensor will be shipped. Customer's blood glucose has been in the 30's and 40's mg/dl and as high as 300 mg/dl. Customer stated that he was running low due to being more active and he treated for lows with food. Customer stated that he was running higher than normal due to overcorrecting. Customer stated that he treated with the pump.